Manufacturer narrative:
A lot history review could not be performed as the lot number was not provided. The filter was returned for evaluation; however, the filter delivery system was not returned. The filter met all the required specifications. Four images were also provided for review and demonstrate a denali filter in the ivc. The delivery system is visible directly inferior to the filter and one of the long filter legs, which is unexpanded, appears to be directly adjacent to the distal tip of the introducer sheath. It cannot be determined, however, if the filter leg is caught on the tip of the sheath without real-tim fluoroscopy images. The filter does not appear to be tilted in the images reviewed. Based on the images provided, the deployment issue and filter tilt reported cannot be confirmed. Based upon the available information, the definitive root cause for this event is unk. It is unk if procedural factors contributed to the reported event.

Event description:
It was reported that upon deployment of a vena cava filter from the left femoral vein, two filter legs became caught on the delivery sheath and one filter arm went into the right renal vein. The filter had been intentionally deployed on a 45 degree angle in the ivc. The filter would not release from the delivery sheath. The filter was removed via the jugular vein without incident. Another filter was successfully implanted. There was not reported pt injury.